Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were on sensor patch. Data was downloaded successfully, sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug, observed broken snaps. This causes poor connection between the rubber contacts and the printed circuit board contacts which can cause the sensor plug to be unable to form a proper seal. Extended investigation and visual inspection has been performed on the returned sensor. The sensor was scanned and no issues were observed. Reprogrammed and activated the returned sensor to perform simvivo testing and results were within specification. During the visual inspection of the sensor plug broken snaps were observed. Although simvivo passed, the broken snaps on the sensor plug caused improper seating of the plug in the mounts. This causes poor connection between the rubber contacts and pcb contacts; therefore, this issue is confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced weakness and hypoglycemia. The customer was provided with a sandwich and "slurpee juice" as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced weakness and hypoglycemia. The customer was provided with a sandwich and "slurpee juice" as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.